Manufacturer narrative:
After a thorough investigation, richard wolf gmbh determined that the entire batch lot 1548421 of the articulating burr ø 4mm (899751754) was not programmed correctly due to a manufacturing error. This resulted that the articulating burr ø 4mm not being recognized by the handle. Normally, the products have an internal counting mechanism that counts down with each activation, which limits the total frequency of use. The user cannot identify the faulty products without a functional test. It can therefore be assumed that customers do not test the products before using them in surgery, as this would reduce their total usage quantity. The potential risk was reassessed and categorized as unacceptable as there is a 100% probability of occurrence for all products in the batch. No affected products were delivered to the USA. In abundance of caution, rwgmbh has taken a pre-emptive approach to implement a safety measure accordingly.

Event description:
A user has informed richard wolf gmbh (rwgmbh) of an issue regarding an articulating burr ø 4mm, part ID: 899751754, batch# 1548421. According to the received information, prior to use the articulating burr ø 4mm (899751754) from lot 1548421 were not programmed correctly. As a result, the articulating burr is not recognized by the handle, which poses a serious risk for surgical procedures. If this occurs, a delay in the operation or even cancellation of the operation can be expected. There was no danger to the patient, user or third parties.